Event description:
When looking at the instrumentation after the case, rep noticed that the femoral impactor had a chunk of plastic missing from the surface which was hit against the definitive femoral component. On closed examination you can see that the plastic has worn to the point that it is falling to pieces.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.